Manufacturer narrative:
Physio-control evaluated the device. A failure of the device to turn on properly was observed. After replacing the main pcb assembly, proper operation was observed. The power switch was also replaced as a preventative measure. The root cause of the reported malfunction was not conclusively determined. The device was returned to the customer.

Event description:
After arriving at the scene (via helicopter) of a pt in cardiac arrest, an attempt was made to use the device. Either the device crt display or the status display allegedly failed (the reported info is unclear) and the operator was unable to use the device. The pt was not resuscitated.